Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - october 2025. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Name of reporter - unknown. Device manufacture date - 11/14/20 ~ 11/15/20. The actual sample was received for evaluation. The sample was connected to a syringe filled with water to conduct simulation. When we pressed the plunger, leakage was observed from the connection part between the catheter and the catheter hub. When closely observed the leakage occurrence portion under microscope, a v-shaped scratch was confirmed on the catheter located in the catheter hub, which was presumed to have been created by being contacted by the inner needle. Based on the initial information we received, we considered not reportable. However, based on the results of the sample evaluation conducted on may 18, we noted the reportable issue and modified our decision to reportable. The concerned product is continuously produced by fully automated process, where in the inner needle and the catheter is assembled in one motion. Therefore, if a tip of the inner needle contacts to a catheter, an inner needle will be found protruding from the catheter, which would trigger our inspection machine to trap and automatically reject such defective product off the line. Furthermore, periodical inspection is conducted to ensure no anomalies in accuracy and mechanical function of the system. The manufacture inspection records for the reported lot number were traced back and reviewed, wherein no defective product, such as damaged catheter or scratch in catheter, has been detected. IFU states: "do not attempt to re-insert a partially or completely withdrawn needle." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that on (B)(6) 2021 they found leakage during usage in the operation room. No specific occasion was reported. Only the catheter part of the affected sample was returned. The user did not retain the inner needle part. There was no health hazard reported.